Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: sn (B)(4): 01/08/2010 reuse. Electrode belt: sn (B)(4): 12/15/2015 reuse.

Event description:
A us distributor contacted zoll to report a patient death. The patient passed away on (B)(6) 2017 at approximately 4:11 am while in the hospital. A review of the downloaded ECG recordings shows that the lifevest detected four arrhythmias on (B)(6) 2017 between 03:40:03 to 03:44:55. The first arrhythmia detected at 03:40:03, the ECG recording shows a sinus rhythm at 75 beats per minute that transitioned to ventricular tachycardia (vt) at 190 beats per minute for 14 seconds. The heart rate then transitioned to vt at 145 beats per minute before degrading into asystole. The patient was in vt for a total of 23 seconds. The response buttons were pressed during the initial arrhythmia. The ECG recording for the three following arrhythmias show asystole. The device was shutdown at 03:58:24 am on (B)(6) 2017. The device properly detected vt. However, the response buttons were pressed during the detection and the heart rate fell below the threshold for treatment (vt at 150 beats per minute). The patient was in vt for 23 seconds before the detection stopped. The response buttons were pressed five seconds before the detection stopped. There is no indication of a device malfunction. There is no alleged deficiency against the device.